Manufacturer narrative:
(B)(4).

Event description:
It was reported that during lead implant procedure the stylet would not advance down the lead. The lead was not used and was replaced with a lead that was implanted uneventfully. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.